Event description:
Initial ligasure item with ref number lff4418 opened won't seal very good. A new ligasure lfff4418 was brought to the room to use by the surgeon. No harm reached the pt. FDA safety report ID# (B)(4).